Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured. Pacing impedance measurements were high, out of range and when the pocket was pushed noise was observed. The field representative was not sure if an intervention will occur. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured. Pacing impedance measurements were high, out of range and when the pocket was pushed noise was observed. The field representative was not sure if an intervention will occur. The ra lead remains in service. No adverse patient effects were reported.